Event description:
Additional information received reported that ¿it was heard that the patient¿s stimulation changes and heating sensation etc. Had calmed down.¿ it was ¿considered that the issue had been resolved¿ because there had been no further complaints reported. The cause of the patient¿s stimulation changes and heating sensation were not determined. There remained no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that ¿unstable operation and fever of stimulator had been confirmed several times.¿ the patient ¿seemed to feel the stimulation was unstable¿ depending on their position and ¿there was fever when the stimulator was working.¿ review of the patient¿s session report found there were no sessions in which the temperature of the recharging antenna had become so hot that the recharging session turned off (which occurs if the antenna temperature reaches 41c). Review of the patient¿s programming found the patient was programmed with two groups, a and b, and primarily used group b. It was noted that both groups utilized complex programming and that group b in particular was quite complex, with three different programs ¿ each with different parameters and different intensities for every position. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) and patient reported through a manufacturer representative that after having experienced a motor vehicle accident while riding a motorcycle, the patient¿s stimulation sometimes disappeared and sometimes was delivered depending on his body posture. Review of the patient¿s daily stimulation metrics indicated that stimulation was not off. It was also presumed that stimulation was not off because stimulation was felt when increasing the stimulation even in the posture (forward bending) that stimulation was felt being off. It was suspected that the change of stimulation was due to adaptive stimulation settings. Additionally, the patient reported a sensation of ¿heat in the neurostimulator when the stimulation was delivered.¿ it was noted the ¿sensation of heat was felt when stimulation became stronger¿ and that ¿when the stimulation was lowered, the temperature dropped at once.¿ the physician observed that ¿therefore it did not mean that it actually became hot¿ and ¿the temperature of the metal was not actually rising or falling,¿ but that instead ¿it was just felt as one of the ways to feel the stimulation.¿ impedance testing was performed and found impedances of 810-1420 ohms. It was stated that ¿the neurostimulator might be hit strongly by a motorcycle accident¿ and that this may have led or contributed to the issue. The issue remained unresolved at the time of report. No actions in particular were taken; a confirmation whether any malfunction or otherwise occurred was to be made after the patient¿s condition was observed for a while and their device data was verified. There were no surgical interventions planned or performed and the chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.